Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Knotting of the j-tube is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017 during a scheduled j-tube replacement for routine maintenance, a bezoar was observed growing on the tip of the j-tube, which measured approximately 1.5 inches long and 0.25 inches wide. The sample had been discarded and no further information was available.